Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The customer addressed the elevated blood glucose level and occlusions by changing out infusion sets and cartridges and resuming insulin.